Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of backflow could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. A lot number has been provided, a device history lot review is pending. Additional reporter: (B)(6).

Event description:
The event involved a primary set, piggyback with backcheck valve, 3 clave y-sites, secure lock, 100 inch. It was reported the patient arrived to or with IV fluid running. During intubation, IV tubing was found to be defective as IV meds were backflowing out of the proximal IV port. Anesthesia realized after giving rocuronium and propofol. Unsure how much medication pt received due to meds coming out of proximal port. Writer informed prep room nurse of IV malfunction. The product was used for two weeks before the problem occurred. The problem was discovered by an or rn. The device was re-sterilized or re-processed. There was patient involvement and no adverse event. They have two documented cases that both have the same exact issue. This report captures 2 occurrences.